Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur; under possible adverse effects: 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-00705 and 06453).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on ja(B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further reported that thickened material consistent with metal debris and no bony ingrowth into the acetabular cup were allegedly noted during the revision procedure. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2012 noted thickened material consistent with metal debris, and clot tissue. Additional information received noted that on (B)(6) 2012 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further reported that thickened material consistent with metal debris and no bony ingrowth into the acetabular cup were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.